Manufacturer narrative:
The local area field representative was contacted for additional information regarding lead return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a routine device changeout for normal battery depletion (nbd), high out-of-range shock impedance measurements greater than 200 ohms were observed on the new implantable cardioverter defibrillator (ICD) and this chronic right ventricular (rv) lead. Impedance measurements were initially in-range when this chronic rv lead was connected to the new can, and then measurements began to rise. It was noted that impedance measurements with the old device were 86 ohms (shock) and 400 ohms (pace). The pocket was then reopened to explant and replace the newly implant ICD with another ICD of the same model number. However, the out-of-range shock impedance measurements persisted with the second new ICD and this chronic rv lead. The physician left the second new ICD implanted with this chronic rv lead, and scheduled a lead revision for approximately two weeks later. The physician discussed removing the second new ICD during the upcoming lead revision due to battery longevity concerns while connected to the compromised rv lead. Additional information received reported that the second new ICD and the chronic rv lead were explanted and replaced. No additional adverse patient effects were reported.